Event description:
It was reported that the medical professional could not interrogate generators using the programming system. A different usb connector cable was used with the tablet and the wand and interrogations could be completed. The usb cable was returned to the manufacturer. Analysis of the device is underway but it has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
.

Event description:
An analysis was performed on the returned usb to db9 cable and a disconnected wire connection was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.